Manufacturer narrative:
No serious injury alleged. The consumer alleged the chair stopped working. Dealer determined a harness was melted. Product was approx 8 months old. Product has not been returned for an eval, so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer alleged the chair stopped working. Dealer determined that the harness was melted. No injury is alleged.